Event description:
The customer, a 3rd party biomedical engineer, contacted physio-control to report that their device did not pass a recent user test. The biomed advised that there was no service indicator present and no event codes in the memory. Further testing revealed that the device continually gave a "connect test plug" message with multiple therapy cable's and test plugs. The same therapy cables and test plugs did work in other devices, however, indicating that the customer's unit may not recognize that a therapy cable was plugged in and not provide defibrillation therapy, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio observed that the device would not detect that a therapy cable or hard paddles assembly was connected to the device. Physio then replaced both the system controller (sc) and user interface (ui) pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.